Manufacturer narrative:
The microcatheter was not returned for analysis. Based on the reported information, the report of catheter entrapment and separation could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. It is likely that excessive tension was applied, beyond the 20cm limit noted in the instructions for use, to the micro catheter resulting in the separation. Per the device¿s, instructions for use (IFU): if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. MDR related to this event: 2029214-2017-00388, 2029214-2017-00389, 2029214-2017-00390, 2029214-2017-00391.

Event description:
Citation: onyx in treatment of large and giant cerebral aneurysms and arteriovenous malformations. Song dl1, leng b, zhou lf, gu yx, chen xc.chin med j (engl). 2004 dec;117(12):1869-72. Medtronic received report that patient #8 was diagnosed with a temporal/ occipital arteriovenous malformation (avm) with diameter of 65 mm and headaches. This patient was reported to have preservation of the microcatheter. There was report of long reflux (longer than 3 cm), which made part of the microcatheter to be left within the patient. The patient received a low molecular weight heparin for one week, no adverse events were observed at discharge. This avm was 40% occluded and need follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.